Event description:
It was reported that patient underwent a dye study as of the date of this report due to lack of efficacy, that had started about two weeks ago. Healthcare provider (hcp) was not able to aspirate from cap (catheter access port). It was further added that there were "some concerns with the connection from the pump to the catheter; an image of the device was taken and it was reviewed that the image quality was rather poor and hard to tell if catheter was attached or not". It was later reported that patient had experienced increase in pain. Cause of the unable to aspirate/ catheter issue was stated as unknown. In regards to intervention/ action/ any revision, it was stated as to be decided. Drug in the pump was noted to be prialt 10mcg/ml 3.2mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).